Manufacturer narrative:
Per the perfusionist, calibration was attempted three or four times.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not calibrate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis, on 29-jul-2019, each time calibration is attempted on the gas system, it fails with 'oxygen (o2) sensor out of range at calib' (o2 sensor voltage approximately 4023 or 4.023 volts (v)). This likely indicates a problem with the o2 sensor or the connection to it. The log confirms the complaint.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor cartridge to operate as intended with no flow discrepancies observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr) the oxygen (o2) sensor was replaced. The unit operated to the manufacturer's specifications.